Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb evh system short port trocar valve stem, inflation valve, popped off. A replacement kit was opened, but was not used to complete the procedure, the same device was used and the valve just continued popping out. There were no patient effects. The product is returning.